Event description:
The surgeon reported that during a vertebrectomy of t2-t3, he used the revision screwdriver to remove the plate, because he wanted to revise a screw. The surgeon reported that the o-ring stripped out of the plate during the attempt to revise the screw. The case was completed using a 60mm plate.